Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the threads were stripped on the battery cap. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: the black box data from the date of the complaint has been overwritten. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were observed to be damaged. All testing was performed with a test battery cap. The battery compartment was observed to be cracked in the thread area and below the grip pad. The battery compartment threads were also observed to be damaged. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the original complaint, the pump case was cracked adjacent to the display window. The pump powered on to a dim and discolored display. The contrast and up keypad keys intermittently responded to user presses. The down and ok keys responded appropriately. The keypad was intact and there was no peeling observed. The keypad was removed and there was contamination found under all the key contacts. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.